Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter had been bent between electrode rings 2 and 3 and the pebax and backfill adhesive layers were fractured at this location. The root cause was determined to be removal of the catheter from its packaging. This was determined to be design related. This issue was determined to be an incidental finding and unrelated to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture that was noted during analysis.